Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing falling off the connection point could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set disconnected from connection point. The following information was provided by the initial reporter: went to flush set and tubing fell off of connection point.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj. Has been listed in sections. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported, that the unspecified bd infusion set disconnected from connection point. The following information was provided by the initial reporter: went to flush set and tubing fell off of connection point.